Event description:
It was reported that the chronic right atrial (ra) lead demonstrated increasing thresholds during the life of the lead. It was also reported that the chronic right ventricular (rv) lead thresholds continued to rise after initial implant, to the point of intermittent capture. Both leads may have been dislodged and the patient experienced intermittent dizziness due to the intermittent capture. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-45 lead (B)(6) 2010. (B)(4).